Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was received fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mildly tortuous superficial femoral artery (sfa). A 5.5x200mm supera peripheral stent system (sess) was taken to the lesion but after deployment, the stent would not release from the delivery system. The delivery system was removed from the anatomy with the stent still attached to it. An endarterectomy was performed to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.